Event description:
Additional information was received reporting that the aneurysm location was cavernous (c4) and clinoid (c5). The diameter of the neck was 8mm. Resistance was not generated during delivery. The concomitantly used catheter was not deformed or damaged. The pipeline did not open in the middle. The pipeline had been placed in a vessel bend when it failed to open. During deployment of the second device, deployment failed. Upon resheathing, the tip of the pipeline became deformed (appearing frayed), so it was retrieved and not used. Additional information was received reporting that the cause of the failed deployment and damage was suspected to be that fraying occurred during resheathing with the microcatheter.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to deploy and was frayed. The patient was undergoing surgery for treatment of a unruptured right internal carotid artery ica cerebral aneurysm. It was reported that for an unruptured right ica cerebral aneurysm (13mm), a pipeline device was placed. The first ped2-375-25 was s uccessfully deployed without any issues. When an additional device was to be placed, the designated product was used for the 2nd deployment. During the deployment of the 2nd device, improper expansion occurred, so it was resheathed. The tip of the pipeline became deformed (appearing frayed), so it was retrieved and not used. Another device of the same size was selected and deployed as the 2nd device, with no issues encountered. Upon confirmation angiography, significant contrast remained within the aneurysm, so a 3rd ped2-375-25 was deployed, completing the procedure. There was deployment failure at the shaft center in the distal stent region. The pipeline was located in the tortuosity of the blood vessel at the center. The pipeline was deployed more than 50% when failure occurred. The stent was removed from the patient's body, and the pipeline was collected along with the microcatheter. The device was not prepared as indicated in the package insert due to external sleeve removal. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.